Event description:
Cypher (3.0/18mm) was delivered to the target lesion. When the cypher reached the target lesion, the physician observed that stent was misaligned proximally on the balloon upon coronary angiography. Therefore, the physician stopped using the product. The patient's demographics were unk. The target lesion was the mid to proximal lad. The lesion was a de novo. The vessel was neither calcified nor tortuous. There was 90% stenosis. There was no reported pt injury. There is no additional info regarding medical history or procedure.

Manufacturer narrative:
This product, is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.